Event description:
New information received notes that when the patient presented in clinic on (B)(6) 2020, the right ventricular lead exhibited high capture threshold and low sensing. Multiple mode switch recordings and noise reversion episode that appeared to be noise were observed. The pacing impedance has been decreasing in (B)(6) of 2019, and continuously decreasing in (B)(6) of 2020. The right ventricular lead was capped and replaced on (B)(6) 2020. During the procedure, the atrial lead was inspected for the cause of mode switch and noise. No issues noted on the lead. The lead remains implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: b1; b2; b5; h1; h6 (device code).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06249. It was reported that when the patient presented in clinic for a follow up, two possible lead noise recordings and several auto mode switch recordings that appear to be atrial lead noise were observed. Electromagnetic interference (emi) was also noted on both ra and rv leads. Emi was interpreted as a hvr on the rv lead. The noise was not reproduced with pocket manipulation and isometric exercises. Patient was stable and will continue to be monitored.